Event description:
It was reported that during a gyn procedure, the clips scissored. No other details of the event were provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. The analysis results of device (a) found that it was received with three j shape clips jammed in jaws. The clips were manually removed in order to test the device for functionality. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, no clips were fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted broken. Possible causes for the damage found of the feed link may be trying to load the clip while the jaws are constrained by the trocar, bending of the device shaft, reprocessing which could cause brittleness of the feed link, firing through the device lockout, or dried fluids in the shaft/jaws of the device. Please note that feed link condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the found that device (b) was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. In addition the advancer was found bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # (B)(4), expiration date: 12/2016, manufacturing date: 01/2012.